Event description:
The surgeon commented that he had a difficult time seating the center screw. The procedure was completed with no impact to the patient.

Manufacturer narrative:
An event regarding difficulty seating a center screw was reported. The event was not confirmed. Method & results: device evaluation and results: not preformed as no products were provided for inspection. Medical records received and evaluation: not preformed as patient medical records were not provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no device was provided for inspection and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The surgeon commented that he had a difficult time seating the center screw. The procedure was completed with no impact to the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device implanted.